Manufacturer narrative:
Philips has investigated this complaint according to the additional information collected, the issue occurred during electrophysiology. The procedure was completed as planned. It was reported to philips that xray flickers. Review of the log file shows multiple tube arc and overheat errors. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found multiple tube arc, overheat errors, and found this cause to happen while changing the x-ray tube coolant hose fittings without performing deairation, leading to air bubbles and tube arcing. To resolve the issue, fse performed deairation, conditioning, adaption, yield, and edl calibration, verified air kerma levels, operational status of fluoro flavors, wedges and shutters and tube coolant level. After repairs the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned without an impact. The issue was intermittent. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to produce x-rays, impacting imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.